Manufacturer narrative:
The investigation determined that unexpected, nonreproducible vitros amon results were obtained from one biorad l3 sample processed on a vitros 5600 integrated system. The assignable cause of this event was instrument related most likely due to incubator contamination. User error due to the use of ammonia based cleaners near the system cannot be ruled out. An ocd field engineer (fe) performed an incubator decontamination procedure, including cleaning/replacing the incubator evaporation caps and slots, to return the instrument to expected operation. Following this activity, acceptable vitros amon performance was observed.

Event description:
The customer complained that unexpected, nonreproducible vitros amon results were obtained from one biorad l3 sample processed on a vitros 5600 integrated system. Biorad l3 vitros amon result 149.1 versus expected 234.2 umol/l; biorad l3 vitros amon result 261.6 versus expected 214.3 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).